Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced redness on the right side. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from recurring infections on the right side. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 400cc on (B)(6) 2017.